Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.]

Event description:
It was reported an over infusion event involving pitocin. It was noted that when the bag was hung, the door was shut on the tubing, and the pump was being programmed to infuse. It was at this point that the nurse reportedly observed a stream going through the drip chamber. The event occurred in labor and delivery. It was reported that the event resulted in prolonged deceleration for five minutes. IV lactate ringers fluid bolus was initiated, position changes occurred, oxygen was applied, and terbutaline administered. It was reported that the fetal heart rate returned to baseline. Afterwards, "20ml remained in bag of pitocin and primed tubing." The following information was obtained by bd representative during site visit: 1. Date of event: 02 march 2023, time: 3:50pm. 2. What solution was infusing when you experienced the perceived over infusion? What was the programmed rate and volume? Pitocin was in the line but was never programed 6units /100 ml. Nurse noted dripping prior to programing the drug. 3. What profile was the infusion programmed in? Adult 4. Was the infusion programmed in guardrails? N/a as the infusion was not programmed. 5. Was the solution administered as a primary or secondary infusion? Primary infusion 6. What is the typical duration of the solution? This is a continuous titratable drug that continues until no longer required. 7. Did the IV device alarm? The safety clamp alarm prior to closing the door. 8. Gather details around specific set loading or re-loading and how done before this event/ issue: roller clamp engaged when loaded. Safety clamp loaded in the open position. Door was then closed. 9. Is the IV set loaded properly? (A properly loaded upper fitment will fit loosely in the recess.) Set not in device so unable to determine. Nurse demonstrated how she set loads and she is pushing the upper fitment in rather than dropping it in. 10. Following IV set loading, were any drops noted after unclamping the roller clamp? Nurse didn¿t initially notice drips but when the nurse was ready to start programming, the nurse looked up and noticed half the bag was gone. That is when the nurse looked at the drip chamber and she said it was pouring into the drip chamber. (Bag at biomed empty) 100 ml bag, 25 ml prime volume. 11. Was flow observed from the secondary into the primary (primary container increase in size)? N/a due to infusion being administered as a primary. 12. Any other fluid containers or tubing¿s near effected device? Normal saline was on channel a on the other side of the pcu. 13. Describe if any manipulation with flow-stop after priming or re-priming? None. Was left in the open position when loading. 14. What was the volume infused on the IV device? Was never started, but an estimate of half bag due to free flow after closing door of device. 15. Please describe your set-up (container to the patient)? Model of IV devices (pcu, lvp, etc.), model of all tubing used (brand, model, and reference number), extension sets, any add on devices: the ns was in 2420-0500 set and the pitocin was in a 2420-0500 set and was connected to the port on the distal end of the normal saline 16. Are other areas of the hospital having the same problem? Yes, where? They have previously reported over infusions. They also had one happen 3 days later and it was a similar situation. (Pr 7361915) 17. What type of fluid container is used? Bag, bottle, rigid container such as burette or saddle bottom IV bag baxter bag, not rigid, no hard saddle 18. Does the container have over fill? Does the pharmacy label contain the actual volume or diluent volume? What is the labeled volume on the infusion? Pharmacy does not account for overfill. Volume on bag was same as the ¿baxter bag¿ stated. 19. Is the IV line primed with the medication or IV fluid? Medication 20. Who primes the IV tubing for the infusion? (Pharmacy or nurse) nurse 21. Is the drip chamber 2/3 full? No, based on watching the nurse prime a set and load it, it is not her habit to fill the drip chamber 2/3 full. 22. Where is the level of the IV device? (Ensure that the device as close to the level of the patient¿s heart as possible. Patient¿s heart level should be in line with the channel select key.) At the level of the patient as reported by nurse 23. Is the fluid container the appropriate head height? (Primary 20¿ secondary at least 9 ½¿-hanger fully extended) unknown as tubing was not in the pump and not on the pole. 24. Any visible damage noted to the pump module? (Inspect if platen intact, cracked bezel, sear) no cracks in platen, hinge, or sears. Membrane looked like maybe it was coming out a bit. Slight corrosion noted on iui connectors. 25. Assess cleaning and inspection process for IV devices (fleet assessment) fleet assessment to be done by technical practice consultant.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event involving pitocin. It was noted that when the bag was hung, the door was shut on the tubing, and the pump was being programmed to infuse. It was at this point that the nurse reportedly observed a stream going through the drip chamber. The event occurred in labor and delivery. It was reported that the event resulted in prolonged deceleration for five minutes. IV lactate ringers fluid bolus was initiated, position changes occurred, oxygen was applied, and terbutaline administered. It was reported that the fetal heart rate returned to baseline. Afterwards, "20 ml remained in bag of pitocin and primed tubing." The following information was obtained by bd representative during site visit: date of event: (B)(6) 2023, time: 3:50 pm. What solution was infusing when you experienced the perceived over infusion? What was the programmed rate and volume? Pitocin was in the line but was never programmed 6 units /100 ml. Nurse noted dripping prior to programing the drug. What profile was the infusion programmed in? Adult. Was the infusion programmed in guardrails? N/a as the infusion was not programmed. Was the solution administered as a primary or secondary infusion? Primary infusion. What is the typical duration of the solution? This is a continuous titratable drug that continues until no longer required. Did the IV device alarm? The safety clamp alarm prior to closing the door. Gather details around specific set loading or re-loading and how done before this event/ issue: roller clamp engaged when loaded. Safety clamp loaded in the open position. Door was then closed. Is the IV set loaded properly? (A properly loaded upper fitment will fit loosely in the recess.) Set not in device so unable to determine. Nurse demonstrated how she set loads and she is pushing the upper fitment in rather than dropping it in. Following IV set loading, were any drops noted after unclamping the roller clamp? Nurse didn't initially notice drips but when the nurse was ready to start programming, the nurse looked up and noticed half the bag was gone. That is when the nurse looked at the drip chamber and she said it was pouring into the drip chamber. (Bag at biomed empty) 100 ml bag, 25 ml prime volume. Was flow observed from the secondary into the primary (primary container increase in size)? N/a due to infusion being administered as a primary. Any other fluid containers or tubing¿s near effected device? Normal saline was on channel a on the other side of the pcu. Describe if any manipulation with flow-stop after priming or re-priming? None. Was left in the open position when loading. What was the volume infused on the IV device? Was never started, but an estimate of half bag due to free flow after closing door of device. Please describe your set-up (container to the patient)? Model of IV devices (pcu, lvp, etc.), model of all tubing used (brand, model, and reference number), extension sets, any add on devices: the ns was in 2420-0500 set and the pitocin was in a 2420-0500 set and was connected to the port on the distal end of the normal saline. Are other areas of the hospital having the same problem? Yes, where? They have previously reported over infusions. They also had one happen 3 days later and it was a similar situation. ((B)(4)). What type of fluid container is used? Bag, bottle, rigid container such as burette or saddle bottom IV bag baxter bag, not rigid, no hard saddle. Does the container have over fill? Does the pharmacy label contain the actual volume or diluent volume? What is the labeled volume on the infusion? Pharmacy does not account for overfill. Volume on bag was same as the ¿baxter bag¿ stated. Is the IV line primed with the medication or IV fluid? Medication. Who primes the IV tubing for the infusion? (Pharmacy or nurse) nurse. Is the drip chamber 2/3 full? No, based on watching the nurse prime a set and load it, it is not her habit to fill the drip chamber 2/3 full. Where is the level of the IV device? (Ensure that the device as close to the level of the patient¿s heart as possible. Patient¿s heart level should be in line with the channel select key.) At the level of the patient as reported by nurse. Is the fluid container the appropriate head height? (Primary 20¿ secondary at least 9 ½¿-hanger fully extended) unknown as tubing was not in the pump and not on the pole. Any visible damage noted to the pump module? (Inspect if platen intact, cracked bezel, sear) no cracks in platen, hinge, or sears. Membrane looked like maybe it was coming out a bit. Slight corrosion noted on iui connectors. Assess cleaning and inspection process for IV devices (fleet assessment) fleet assessment to be done by technical practice consultant.